Event description:
The surgeon attempted to insert a lens(not a staar lens)and the haptics were damaged and the lens split in half.the reporter stated the lens damaged was due to the cartridge being clogged with plastic.the patiet's postoperative manifest refaction was 20/20.